Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 16 mg/ml at 1.3 mg/day via an implantable pump for unknown indications for use. It was reported that the patient had back surgery in late june, so the doctor wanted to check the catheter. The patient was not reporting any symptoms. The catheter a ccess port (cap) was accessed by the doctor under fluoro and he was unable to aspirate and did not want to push anything. No further interventions were taken after not being able to aspirate the catheter from the cap. The catheter revision surgery was to be scheduled in the future. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.